Manufacturer narrative:
Per the fse, the time of the issue was approximately 5:30pm. The logs were analyzed and it was found that there was a gap in both pic ix and windows logs of the failed server between the time of the failure (~5:30pm 17th october) and the time which onsite biomedical staff physically powered down the failed server (~7:30pm 17th october) as part of the pic ix warm standby activation process. Due to the absence of any logs on the failed server at the time of the failure, philips has been unable to determine the root cause of the failure. The local philips team has agreed with the customer that philips will replace the motherboard of the failed server under warranty as a proactive measure. Based on the information available and the testing conducted, the cause of the issue was not able to be determined; the motherboard of the failed server will be replaced under warranty as a proactive measure. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the primary server has gone offline and won't start up. This was causing unexpected extended central monitoring downtime in multiple departments. The fault occurred on (B)(6) 2025 and a philips remote service engineer (rse) successfully activated a pic ix warm standby server remotely. Central monitoring was restored on (B)(6) 2025. On (B)(6) 2025, a philips field service engineer (fse) went onsite for the purpose of log collection from the failed primary server for a root cause analysis. The fser retrieved all required logs, including pic ix logs and watchdog dumps, from the failed primary server and other pic ix hosts including physio 1, biomedical surveillance and ccu surveillance, and uploaded for analysis by philips remote service engineer team. Follow-up is required for at minimum operating system (os) reload of the failed pic ix primary server once no further logs are required. Further analysis of the logs is needed. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.